Event description:
It was reported that the procedure was to treat a 99% re-stenosed lesion in the distal right coronary artery with mild tortuosity and mild calcification. A non-abbott balloon was advanced, but could not cross to the stenosis. The 4.0 x 15 mm trek balloon catheter was advanced and used for dilatation. It was noted that the shaft was bent. The non-abbott balloon was re-advanced, but still could not cross. The trek balloon shaft was straightened and re-advanced; however, the proximal shaft separated near the hub. There was no resistance during removal. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned trek balloon catheter confirmed the reported shaft detachment. It should be noted that the trek japan instructions for use states that prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks or other damage. Do not use if the package is open or damaged. In this case, the balloon catheter was bent during the first insertion and the shaft was straightened to attempt an additional insertion into the patient and the hypotube subsequently detached. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. A query of the complaint-handling database was performed and no other incidents have been reported for this lot. There is no indication of a product quality deficiency.